Manufacturer narrative:
Method: the sample will not be returned for evaluation and investigation. The sample was discarded by the end user. The lot number was not provided; therefore the device history records could not be reviewed. Conclusion: the directions for use (dfu) (1307112, rev. A) provide cautions and directions on catheter removal if resistance is encountered. It also contains a caution of "do not cut or forcefully remove catheter." I-flow has also prepared a technical bulletin (1303971, rev. B) in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." The failure mode catheter break is being further investigated. (B)(4). Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Drug/diluent: bupivacaine 0.5%. Fill volume: not applicable flow rate: not applicable. Procedure: anterior inter body lumbar fusion. Cathplace: abdominal wall. Upon gathering additional information on (B)(6) 2012: it was reported by a physician that the catheter started stretching and then broke during removal. The patient underwent removal of the retained 10 cm piece of catheter on (B)(6) 2012. Per the physician the patients postoperative course was uneventful. Patient's weight was not given but the physician provided the bmi of 33.9. The sample is not available as it was discarded.